Event description:
The date of event is estimated. A surgeon performed first time macs lift using quill #1 polypropylene in the malar area. Post-operatively, the patient experienced pain and the surgeon stated that the quill product was not supporting the malar area. The patient had to be taken back to the operating room for removal of the product. Minimal information obtained from the surgeon regarding the details of the case.

Manufacturer narrative:
The date of this event is estimated. The device was not returned for evaluation. Therefore, an evaluation cannot be performed. Method - the device was not returned for evaluation. Therefore, an evaluation cannot be performed. Relevant portions of the device history records for the reported lot were reviewed. Results/conclusion: relevant portions of the device history records, sterility record and complaint reports were reviewed for the reported lot. There were no quality issues noted during the manufacturing processes or when this product was released. There were no other complaints received for this finished good lot. Minimal information was obtained from the surgeon regarding the details of this case. The root cause of this event cannot be positively identified at this time. Angiotech reference: (B)(4), item # ja-1005q, quill srs, (B)(4), lot m363750.